Event description:
During a cataract extraction procedure, this phacoemulsification handpiece calibrated but would not phaco. Another handpiece was used to complete the procedure which was delayed approx 15 minutes.